Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device failed to deliver defibrillation therapy due to its programmed settings. The patient received external defibrillation and was stable after the event. The device was reprogrammed and will continue to be monitored.